Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, sensor wire was left behind in patient's arm upon removal of the sensor and patient's mother was able to remove the sensor wire. The device is not indicated for insertion in arm. Against user's guide recommendations, patient's mother reported that she removed transmitter prior to sensor patch removal. At the time of the call to dexcom technical support, patient's mother did not report any medical intervention or injuries. Dexcom has issued an rga for patient to return their device to be investigated.